Event description:
Device 1 of 2. (Refer to MFR's report number 1627487-2009-00136 for device 2). Pt system was implanted in 2009. System was explanted six months later, due to pt reporting pain in thoracic area.

Manufacturer narrative:
Eval for device 1 of 2. (Refer to MFR's report number 1627487-2009-00136 for the eval of device 2). Eval results: -the surgical lead was returned incomplete. The terminal end lead segments were returned. Therefore, functional testing could not be performed. Visual inspection of the incomplete lead was performed. The paddle was clear and undamaged. There was compression damage on the lead segment approx 4.5 cm from the paddle end. No other visible anomalies were noted. The device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: -the report of pain in thoracic area could not be confirmed. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.